Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported device cause damage could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices that likely caused the sutures to entangle/entrapment. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that this was closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a st-elevation myocardial infarction (stemi) with the impella heart pump interventional procedure. The first prostyle device was deployed and preplaced as intended. Reportedly, while removing the second prostyle device, the device became lodged in place. The first suture became tightened onto the second prostyle device. A second surgeon was called, and the sutures were cut and device along with both sutures were removed. The sheath was upsized to a 14f, and the stemi with the impella procedure was completed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.